Manufacturer narrative:
Failure event observed during analysis. A partial lead with connector portion measuring 10.2 cm was returned for analysis. Final analysis found one external insulation abrasion noted at 6.1 cm ¿ 6.4 cm from the connector pin consistent with friction to the device can. The etfe coating was intact at this location.

Event description:
This report is to advise of an event observed during analysis.